Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and because the phenomenon was not duplicated during device evaluation, the root cause of the phenomenon could not be identified. Probable cause of the phenomenon based on the following facts found out from the investigation and the service manual occurred due to any one of the following reasons: · monitor cable is not connected properly · faulty monitor cable · mode settings of the signal sources (such as video system center) are not correct · harness to the lcd panel is disconnected · faulty lcd panel · faulty qb board olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for evaluation, and the allegations cannot be confirmed. The device may have had a sandstorm for visual, and may have got to hot. This investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
It was reported to olympus that the high definition lcd monitor was having momentary blackouts, noise and disturbances that make endoscopic images invisible. The issue was observed during an unknown procedure, with a one minute delay, and the procedure was completed with a similar device. No patient harm was associated with this event, and no other information is available at this time.